Event description:
The procedure done for the pt was a ex-lap, lysis of adhesion, small bowel resection, and removal of artificial bowel sphincter. During the procedure, the physician requested an ethicon endo surgery linear cutter ntlc75 selectable 75mm for the small bowel resection portion. From a neutral trigger, the physician moved it to the left and again to the right to show the resident physician assisting him how the device may be used. Upon the process of firing the stapler, the device locked and would not fire. Dates of use: (B) (6)2010.